Event description:
During bariatric case, unable to pass suture from one side to the other when using an endo stitch. Endo stitch instrument was passed off and a new one opened with no issues. There was no patient harm.